Manufacturer narrative:
It has been communicated by the distributor the device will be returned to (B)(4). Once the device has been received and the investigation has been completed, a supplemental mewatch 3500a emdr will be submitted. Complaint received from distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure on a (B)(6) year old female patient, the angled portion of the shell that encapsulates the offset reamer handle broke into two pieces. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The z-tube was broken at the weld where the main axis meets the angled axis. It was noted that all four (4) components that assemble to comprise the finished device are from different part and lot numbers. Signs of wear is observed throughout every component that assembles to comprise the finished device as there are significant amounts of surface scratches and deep nicks. In addition the component that broke was manufactured and shipped to the customer for distribution over 6 years ago prior to the date the event occurred. A manufacturing review was performed and there were no discrepancies found. No further investigation is required. (B)(4).